Event description:
It was reported that a (B)(6) female patient ((B)(6)) underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. After the procedure, the patient¿s blood pressure was dropped and pericardial effusion was suspected. The amount of bleeding was small, and the pericardial fluid was removed by drainage, and the condition was stable. The physician¿s opinion on the cause of this adverse event was not related with the biosense webster, inc. Product malfunction. The patient outcome of the adverse event was improved. The patient¿s hospitalization was scheduled to be extended for one day. No issue was confirmed with the carto system. It was used with catheters. A transseptal puncture was performed with a rf needle. Prior to noting the cardiac tamponade, ablation was performed and there was no evidence of a steam pop. No error messages were observed on the biosense webster equipment during the procedure. No product defect was observed during the procedure.

Manufacturer narrative:
Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on the event on (B)(6)-2022. The length of hospital stay was extended. After day 1 admission, the patient was discharged from the hospital without incident. Additional information was received on the event on (B)(6)-2022. This adverse event was discovered post use of biosense webster products. Medical intervention provided was drainage. The patient was hospitalized for a prolonged period of 1 day for follow-up of the condition. The patient outcome of the adverse event is improved. It is unknown when the issue occurred it was confirmed after the procedure. An irrigated catheter was used in the event. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. Dashboard, vector and visitag force visualization features were used. The parameters for stability used for visitag were: fot:25%, 3g, tag size 2mm. No additional filter was used with the visitag. Tag index color option was used. Additional information was received on the event on (B)(6)-2022 as initially it was reported pericardial effusion (drainage not performed); however, the additional information (B)(6)-2022 stated the pericardial fluid was removed by drainage. Confirmed that drainage was performed as medical intervention. Therefore, updated b2. Is hospitalization initial/prolonged, h 6. Health effect - impact code and d10. Concomitant medical products and therapy dates fields. The investigation was completed on (B)(6)-2022. Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30609903l and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)